Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a revision on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent novasure endometrial ablation, hysteroscopy and d&c due to sui, menorrhagia and grade 1 cystocele. It was reported that patient underwent mesh revision on (B)(6) 2011 due to pain from tight urethral sling. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent lavh and cystoscopy on (B)(6) 2011 for placement of bilateral ureteral stents due to menorrhagia, failed ablation and h/o adhesions in the right uterosacral ligament. No additional information was provided. (B)(4).